Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap, missing display window, cracked case and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the bottom of the insulin pump was coming off and the lcd screen was cracked after being dropped. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.